Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the joint of the large hem-o-lok clip applier instrument would not articulate properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the joint of large hem-o-lok clip applier instrument would not articulate properly, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis (fa) was able to reproduce the reported complaint. Fa found the primary finds of failed intuitive motion to be related to the reported complaint. The instrument was placed and driven on an in-house system and passed the recognition, engagement, and the clip test. The grips opened and closed properly. The instrument failed to move intuitively with full range of motion in all directions on several attempts. The instrument was not fully functional and did not follow the master tool manipulator (mtm) commands smoothly. The root cause is not determinable/applicable. The complaint the joint of large hem-o-lok clip applier instrument would not articulate properly was confirmed based on fa, which indicates that the device did contribute to the customer reported issue. A review of the device logs for the large hem-o-lok clip applier instrument (part#: 470230-12/ lot/serial#: (B)(4) associated with this event has been performed. Per this review of the logs, the large hem-o-lok clip applier was last used on (B)(6) 2022 via system sk5269 for a cholecystectomy procedure. There were 94 uses remaining after this last usage. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. This complaint is considered as a reportable malfunction due to the following conclusion: it was reported that the large hem-o-lok clip applier instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.